Event description:
On 04/27/2022, it was reported by a sales representative via email that an ar-6480 dw arthroscopy fluid management device had an issue, the touch screen was not working. A new pump was obtained and no harm was done to the patient. This was discovered during use with no impact to the patient.